Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation and from textured to smooth due to concerns of the product. Device was explanted.

Event description:
Patient reported left side deflation and from textured to smooth due to concerns of the product. Device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: wear abrasion, crease flat and opening curved on posterior leak test and microscopic analysis was performed which identified: sharp opening on posterior and brown biological tissue. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening. Additional, corrected and/or changed data.